Event description:
The physician reported to gore on (B)(6) 2011 the gore hybrid vascular graft implanted on (B)(6) 2011 thrombosed on (B)(6) 2011. The physician reported the device was ballooned open. The device remains in the patient. The patient is reported to be doing well.

Manufacturer narrative:
Review of device manufacturing records. Device met release specifications. Note: gore determined this event was reportable to the FDA based on information received (B)(6) 2011.